Manufacturer narrative:
The report of driveline fault alarms and pump stoppages events was confirmed based on the evaluation of the two submitted system controller log files. The first log file, dated (B)(4) 2017, captured continuous driveline fault alarms; however, the pump appeared to be functioning normally throughout the log file at the set speed of 9400 rpms. The second log file, dated (B)(4) 2017, also captured driveline fault alarms, along with 5 pump stop events while the patient was supported with batteries. Based on our complaint history and similarly reported events, the data captured in the log files is potentially consistent with two or more compromised wires in the patient's driveline; however, a specific cause for the driveline fault alarms and pump stoppages could not be conclusively determined as only 6 inches of driveline was returned for evaluation. The pump was returned with the driveline severed approximately 6 inches from the pump housing and the severed portion of driveline was not returned. The sealed inflow conduit, the sealed outflow graft, and outflow graft bend relief were not returned. Upon disassembly of the returned pump, examination of the pump blood-contacting surfaces revealed no adhered thrombus formations or deposition. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities an electrical continuity test of the 6 inch pump end portion of driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing, even with manipulation of the lead. The shielding and bionate were removed and examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The returned portion of driveline was submerged in a saline bath for hipot testing to check the resistance of each wire's insulation. The test did not reveal any current leakage in the insulation of any of the driveline wires that would have resulted in an electrical short. A specific cause for the reported driveline fault alarms and pump stoppages could not be conclusively determined as the entirety of the driveline was not returned for evaluation. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that pump stoppages continued to occur on both battery power and when the lvad was connected to the power module. On (B)(6) 2017, the pump was exchanged and the inflow cannula and outflow graft remained implanted.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 2 years. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient¿s driveline was being monitored and a system controller log file was submitted to the manufacturer¿s technical services representative. Review of the log file indicated a broken conductor in the driveline. On (B)(6) 2017, an evaluation of the driveline and continuity testing was performed by technical services and a broken driveline conductor was confirmed. During continuity testing a replace controller alarm occurred. The system controller was exchanged and a driveline fault alarm occurred. The alarm was then permanently silenced. On (B)(6) 2017, it was reported that the patient has been listed status 1a for a heart transplant. The patient was admitted to the hospital on an unspecified date and at present refuses a pump exchange. The patient's clinicians feel it is best to have the patient wait in the hospital for a heart transplant. No additional information was provided.